Event description:
It was reported: they experienced severe sticky detachment with the web and had to remove it from the aneurysm. The 1st web was withdrawn back through the catheter because it would not detach in aneurysm. The physician had to use a 2nd web device of the same size. Two (2) attempts to detach were made with the 1st web and detacher. A new detacher was used with the second web that was successfully implanted. Patient status good, discharged next day.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Evaluation: returned items: - delivery system (pusher); - implant web; - introducer; - controller. Non-returned items: - microcatheter; - dispenser hoop. The visual analysis of the returned items found the implant to be separated from delivery system and to be within specifications (spec: height(mm)= 2.0 ± 0.3, diameter(mm)= 4.0 ± 0.4) (img a). The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether was caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure (img c). Furthermore, the implant was found to have a melted tether which indicates that there was thermal activation from a detachment controller (img b). Tested the returned device with an in-house controller and returned controller and gave red lights. The delivery system resistance was measured to be ol ¿ (spec= 66-78¿), which is out of specification due to the stretched heater coil. Controller investigation (see img d): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3 v (specification: 11.2 - 11.8v per cf11434). Duration: 728.6ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Conclusion: the investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The device failed continuity and resistance testing due to the stretched heater coil windings. However, the implant tether was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the stretched condition of the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Event description:
No additional information was received. Please see h6 and h10.

Manufacturer narrative:
H10: please note the evaluation was updated based on additional review and the final investigation reads as follows: (all other information remains as previously submitted) a search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Evaluation: returned items: - delivery system (pusher). - implant web. - introducer. - controller. Non-returned items: - microcatheter. - dispenser hoop. The visual analysis of the returned items found the implant to be separated from delivery system and to be within specifications (spec: height(mm)= 2.0 ± 0.3, diameter(mm)= 4.0 ± 0.4). The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether was caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Furthermore, the implant was found to have a melted tether which indicates that there was thermal activation from a detachment controller. Tested the returned device with an in-house controller and returned controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78¿), which is out of specification due to the stretched heater coil.. Controller investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3 v (specification: 11.2 - 11.8v per cf11434). Duration: 728.6ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The device failed continuity and resistance testing due to the stretched heater coil windings. However, the implant tether was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the stretched condition of the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.